Event description:
It was reported that pump experienced recurrent malfunction alarms with malfunction code displayed and no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump as instructed, continued to use pump while awaiting replacement, and planned to use alternate insulin method if needed, while technical support arranged shipment of replacement pump with updated software.